Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie drawer was failed to stay closed and user was unable to recover it. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer 4 not sensing closed. The field service engineer replaced the latch inspect component that was missing a magnet. Drawer recovery was successful following the replacement. Access to the drawer via inventory was tested and confirmed successful. The system functioned as intended after the field service engineer resolved the issue.